Event description:
Taxus express post market surveillance study. Same case as MFR report #: 2134265-2009-03764, 2134265-2009-03765. It was reported that following a coronary drug eluting stenting treatment procedure the patient presented with in stent restenosis. The index procedure treated two lesions. The first being a 100% stenosed 3.0x20mm target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 2.75x15mm balloon inflated to 10 atmospheres (atms) and the placement of a 3.0x32mm taxis express2 study stent deployed at 18 atm's. Post dilation was performed with an unspecified 3.0x12mm balloon at 24 atm's. The second lesion treated was a 90% stenosed 3.0x40mm target lesion located in the distal rca. Treatment placed two taxus express2 study stents (2.75x32mm, 2.75x12mm) both deployed at 16 atms. Post dilation was performed with an unspecified 3.0x12mm balloon at 20 atm's. Ivus was performed confirming all the stents were well apposed resulting in 0% residual stenosis. 7000 units of heparin was administered. The patient was discharged 3 days later on bayaspirin and plavix. No angina was confirmed at the 6 month follow up visit. On day 297, angiography confirmed in stent restenosis. Reintervention treated both target lesions. The first being the 75% restenosed 3.5x24mm target lesion located in the proximal rca with angioplasty and the placement of unspecified taxus and non bsc stents resulting in 0% residual stenosis. 10,000 units of heparin was administered. The patient was discharged on day 300. Per the physician, the event was listed as "possibly related" to the device.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. The manufacturing analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.